Manufacturer narrative:
Per the clinic, the patient was hospitalised on (B)(6) 2023 in order to treat the infection with IV antibiotics. This report is submitted on april 02, 2024.

Manufacturer narrative:
This report is submitted on october 26, 2023.

Manufacturer narrative:
This report is submitted on june 28, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics for 17 days and IV antibiotics for 7 days (specific date not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.